Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to flattened buttons dome switch. The insulin pump had cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a button error alarm. The customer reported that he was unable to clear the button error alarm. The customer's blood glucose was 423 mg/dl at the time of incident. The customer stated that he treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.